Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire was inserted into the lead without the insertion tool. It was noted that the wire could not be advanced in the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was obstructed. The distal end of the lead were extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that tip seal pulled back inside the coil lumen, and that prevents guidewire insertion. If information is provided in the future, a supplemental report will be issued.